Manufacturer narrative:
A visual inspection was performed on the returned device. The reported tip damage was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and evaluation of the returned device, the reported tip damage was related to operational context. It is likely that the tip damage (kink/bend) occurred during use, likely during positioning within the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D3: correction (manufacturer establishment name, address, postal code, city and state). D4: lot # was updated from unknown to 41125g1. D4: primary UDI number was updated from (B)(4). G4: correction to PMA/510(k) number. H6: correction medical device problem code 1069 was removed.

Event description:
Subsequent to the previously filed report, additional information was received: the tip on two pressurewire x wireless were shaped and used in the patient; however, when removed it was noted that the tips were kinked/bent. The procedure was successfully completed with a new pressurewire x. There were no adverse patient effects. No additional information was provided.

Event description:
It was reported that the tip of two pressurewire x wireless devices broke from the very beginning despite the tips being shaped and handled very gently. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. D4: a partial UDI was provided as the lot number is not known.